Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a flex cable that was not properly seated to its connector on the control board. The connector was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.